Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be determined. A general reagent issue is not obvious. Calibration and quality control results were acceptable. There is no evidence for an instrument related problem. Based on the provided information, a pre-analytic issue is the most likely root cause for the event. No adverse events for the patient were reported.

Event description:
The customer reported that they received an erroneous result for one patient sample tested for intact human chorionic gonadotropin plus the ss-subunit (hcg+ss). The sample initially resulted as 0.100 miu/ml accompanied by a data flag and this value was reported outside of the laboratory. The doctor questioned the result because the patient's urine pregnancy test was positive. The urine pregnancy test used was "quidel one step combo" with a urine cutoff of 20 miu/ml. The sample was then repeated and resulted as 21546 miu/ml. The 21546 miu/ml value was believed to be correct and it was reported outside of the laboratory. The customer also repeated the sample a third time, resulting as 21332 miu/ml. The patient was not adversely affected by the event. The hcg+ss reagent lot number was 16494803 with an expiration date of 01/31/2013. The field service representative could not determine a cause. He completed performance testing and this was successful. He verified that all measuring cell dates were within specification per guidelines.